Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 6 months after the dental implant and abutment were placed in ada site 20, the implant lost osseointegration in type ii bone. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The dentist also reported that immediate load procedure was performed.

Event description:
The clinician reported that 6 months after the dental implant and abutment were placed in ada site 20, the implant lost osseointegration in type ii bone. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).